Event description:
Small piece of plastic noted in IV tubing prior to administration of cardioplegia. That tubing was discarded prior to use and new tubing was used. As a result no harm was done to pt. The most likely scenario was that in spiking the cold cardioplegia bag a small piece of plastic was sheared off.